Event description:
An over infusion over 2-3 hr period was reported. The pump showed 39 ml's dispensed. However, the 500 ml bag was just about empty when it was noticed by the staff. The hospital added that the procedure required two catheters and a suction drain. There was no adverse event.

Manufacturer narrative:
The cassette was tested and found to under infuse. After the functional tests were performed the cassette was disassembled. It was noticed that the c-flex tubing was not engaged into the gear rollers. With the c-flex tubing being outside of the gear rollers there is an insufficient amount of pressure to push the fluid through the line which would cause an under infusion. However, it was reported that there was a suction used during the infusion therapy. Summit medical products in believes that the over infusion was due to a combination of an improper assembled cassette and the use of a suction drain.